Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device activated by itself without touching the button. The device was plugged into two different generators with the same problem. A new device was used to complete the procedure without incident. There was no pt injury.